Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter. The customer reported blood glucose value of 596 mg/dl. The customer reported hyperglycemia. The event involved product(s) mmt-1884, mmt-7841zn. Troubleshooting was performed and the communication issue was not resolved due to transmitter was not in warranty. Deleted transmitter serial number from pump and re-paired but transmitter would still not communicate/trigger a sensor connected alert. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7841zn. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the, self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test and p-cap locks properly into reservoir. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The transmitter was able to connect with the pump successfully. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails, corroded battery tube. In summary, customers alleged no communication between pump and transmitter was not confirmed. Pump passed self test. Unable to confirm high bg. Corroded battery was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.